Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also possible as the product and/or lot codes required for retrieval were unavailable. The investigation could not verify or identify any evidence of product error with regard to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised to address loosening of the femoral stem. Poly wear and osteolysis were discovered intraoperatively. The apex hole eliminator could not be found during the surgery as it was lodged in the soft tissue so it was left in place.